Event description:
Advocate from (B)(6) check her son's blood glucose on the contour next link meter. The reading was 30mg/dl and the meter automatically marked the reading as a control test. When accessing the meter memory it will be viewed as a control reading. No adverse event was alleged. Request for the test strips to be returned for evaluation.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.